Manufacturer narrative:
Additional information was received on 30-may-2024. There were excessive microbubbles seen via transesophageal echo during the case. The patient was under general anesthesia. Pain management following the procedure for the days following was with codeine/ibuprofen. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Note: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. On 2-jul-2024, bwi received additional information indicating that these excessive microbubbles were seen during pfa (pulse field ablation) energy application. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 17-may-2024, it was identified that the physician details were mistakenly omitted from section e of the initial report. They have now been filled out properly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulse field ablation (pfa) with radiofrequency atrial fibrillation cardiac ablation with a thermocool smarttouch catheter and the patient experienced headache that required prolonged hospitalization. When the patient woke from general anaesthetic following the procedure, they complained of severe headaches. This resolved shortly afterwards and no further action was taken. The patient was monitored in the ward. No CT scan or MRI was performed. No other intervention other than standard pain management was administered. Patient required extended hospitalization of a 2-day stay whilst headaches persisted. The patient was discharged. However, the patient later had an MRI that revealed multiple emboli across many areas of their brain. Due to these findings, the patient remained in hospital for 7 days. They have since been discharged but is still experiencing some vision loss.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 29-jan-2025, bwi received additional information indicating that the exact cardiac procedure was a pvi (pulmonary vein isolation) and pw (posterior wall) ablation for persistent atrial fibrillation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).